Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received or utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. No additional adverse patient effects were reported.